Event description:
The lay patient contacted lifescan (lfs) alleging that test strips and control solution were missing from her new one touch ultra 2 meter kit. The complaint was classified based on the initial information provided to the customer care advocate (cca). The patient told the cca she expected test strips to be included in the new meter kit she obtained the previous month. The cca explained that test strips are not included in the kit components of new one touch ultra 2 meter packages. The patient said that she was unable to test her blood glucose because she did not have test strips. She said, that as a result, she did not know her blood glucose level was increasing and she experienced seizures three days later. She said, she was admitted to the hospital the next day with a blood glucose level of 991 [mg/dl] and was treated with insulin. During her hospitalization her daily insulin dosage was increased and she was placed on anti-seizure medication. She said she was discharged to home on original date. The complaint is reported because the patient claims she was unable to test with her new one touch ultra 2 system and afterward experienced hyperglycemia and seizures for which she ws hospitalized.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.